Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The sales representative requested the physician save device data to a disk for review, but the physician did not have time. Technical services discussed scheduling the patient for replacement as soon as possible, or obtain the data so a replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that a replacement procedure was scheduled for late (B)(6).